Event description:
Customer reached out to us on 12/21/2018 letting us know she inserted her cup comfortably and wore it while sleeping. Once it was time to remove the cup in the morning, she was unable to reach the base of the cup for removal. She tried for many hours to remove the cup without success. She ended up visiting her local doctor and the cup was removed by a medical professional. The cup was inserted for a total of 19 hours and she reported returning to the doctor at a later date due to an infection she believes was caused by her removal attempts. Saalt has followed up to attempt to gain more information and refund the customer without any response.

Manufacturer narrative:
Additional information: g7, b4, e2, h2, h6, h10 corrected data: b5, h1 the device was not returned for evaluation as it was discarded after removal. The reported event is addressed in the labeling. A device history record (DHR) could not be performed as the lot number was not provided. The event is not a new or novel event, and based on the severity of the individual occurrence, no CAPA is required at this time. Additional actions which may include CAPA activity and/or escalation of noted issues will be taken if an outlying trend for an event is noted. The reported event could not be confirmed as the device was not returned for evaluation. The most likely root cause of the reported event could not be conclusively determined. The instructions for use (IFU) states to remove the cup, "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of cup to break the seal, then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction hole making it difficult to the remove the cup". Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. - attachment: [MDR submitted jan 29-30 (1).png]

Event description:
It was reported by the customer that after inserting the menstrual cup without difficulty and wearing it overnight, the customer was unable to remove it the next morning. The customer tried to remove the menstrual cup while crouching down in the shower, but still could not reach it. She then inserted her thumb and index finger into the vagina and was finally able to touch the stem but still could not remove the cup. The customer tried removing the menstrual cup for several hours by pulling and twisting it while bearing down. Finally, the customer went to an urgent care center after calling the non-emergent medical helpline. While at the urgent care center, the nurse attempted removal of the cup with forceps without success. The nurse finally had to manually grab and pull the cup for several minutes for it to release. The customer had the menstrual cup inserted for a total of 19 hours at the time of removal. The nurse discarded the cup after removal. The customer was contacted by customer support and was offered additional removal tips and education including referral to the saalt cup academy facebook group. Upon follow up, the customer stated that she had experienced "a lot of pain" and would be returning to the doctor to be evaluated for an infection related to the removal procedure. Additional follow up attempts were made but were unsuccessful at contacting the customer.